Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult removal of a guidewire is confirmed, but the root cause could not be determined. One nitinol guidewire, one 4.5 fr microintroducer, one unopened statlock stabilization device, and one 4 fr s/l powerpicc solo with a stylet and t-lock assembly were returned for evaluation. An initial visual observation revealed some blood use residues throughout the returned devices. An observation of the returned guidewire showed two kinks along the proximal end of the guidewire and one kink along the distal end of the guidewire. A functional test of attempting to slide the microintroducer over the guidewire revealed the guidewire could slide completely through the microintroducer with slight resistance at the bends in the guidewire. A microscopic observation of the returned guidewire showed bends along the guidewire. One coil at the distal end of the guidewire was observed to be slightly misaligned. Some damage was observed at the distal tip of the microintroducer. Blood residues were observed inside the microintroducer and along the guidewire. Because kinks were observed along the guidewire, the complaint of difficult guidewire removal is confirmed, but the root cause could not be determined. Potential causes of this failure may include insertion angle, abundant blood use residues, pulling the guidewire against a needle bevel, or unknown use conditions. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, patient placed with a solo catheter on (B)(6) 2024, and the guide wire was stuck during the catheter placement process. As a result, it cannot be pulled out properly. The nurse chose to withdraw the catheter entirely, and the patient eventually gave up on the solo catheter. No other information was provided. 02/10/2025: the returned device exhibited a kink.